Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient was seen for a follow up appointment on (B)(6) 2026, at which time this pacemaker device was interrogated, and the device received a software update. The following month, interrogation of this pacemaker recorded a code 1003, indicative of voltage too low for projected remaining capacity. The patient will be schedule for a device replacement in the near future. The device remains implanted, no adverse patient effects were reported.